Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had mine removal yesterday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain"), feeling abnormal ("brain fog"), headache ("headaches"), pain ("right side hurt do to cyst") and cyst ("right side hurt do to cyst"). The patient was treated with surgery (salpingectomy,). Essure was removed. At the time of the report, the medical device removal, arthralgia, feeling abnormal, headache, pain and cyst outcome was unknown. The reporter considered arthralgia, cyst, feeling abnormal, headache, medical device removal and pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event added: headaches, cyst, right side hurt. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had mine removal yesterday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia and feeling abnormal outcome was unknown. The reporter considered arthralgia, feeling abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I just had mine removed yesterday, joint pain, brain fog. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had mine removal yesterday') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("joint pain") and feeling abnormal ("brain fog"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, arthralgia and feeling abnormal outcome was unknown. The reporter considered arthralgia, feeling abnormal and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: I just had mine removed yesterday, joint pain, brain fog. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.